Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00251, 0001032347-2021-00253, 0001032347-2021-00254. Device available for evaluation: item# 915-2200; lot# 893220, item# 915-2201; lot# 893660, item# 915-2201; lot# 893660. Report source - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago that a patient underwent an initial segment procedure. During implantation, the screwhead did not fit tight. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event and additional information received, it was determined to be not reportable. The incorrect quantity was reported and this malfunction does not have a true sentinel event for this product line. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.